Event description:
The fidelity iab leaked. Alarms indicating "leak in circuit" and "autofill failures" sounded from the system 97e pump. The pump was switched and several "leak in circuit" alarms sounded. Service diagnostic logs indicated leak in "iab circuit" going back to 9/02. There were also "autofill" failures. The staff switched out pump and alarms continued. Continued to switch pumps; however the alarms persisted. There were problems with removal of balloon resulting in pt death. On 9/12/02, datascope received the mandatory medwatch form from the user-facility. The following info was reported: the 8 fr. 40cc fidelity iab was inserted into the pt in 2002. Two days later, the balloon ruptured and was entrapped in the aorta requiring surgical intervention for removal. The facility reported that the pt expired in the operating room as a result of the event.